Manufacturer narrative:
No product was returned for evaluation. A review of internal files from date of incident to date identified no other reports for this alleged incident. A DHR review of the lot numbers identified through photographs for the pc cube and wrapon polar pad, multi-use, xl, revealed that these lots met all release requirements and no deviations, anomalies or non conformances were identified during manufacture and release. Photographs of the product involved in this incident show a wrapon polar pad, multi-use, xl pad (p/n 04790), the polar care product insert guidelines for use contain the following statement: "use only breg cold therapy pads designed for the body part being treated. Multi-use and rectangle pads may be used on shoulders, knees, back, and hips. If the cold therapy pad is placed on a body part that it is not designed for, or if another brand of pad is used, the skin can get too cold and be injured." Breg offers an ankle wrapon pad for use on the foot.

Event description:
On may 26, 2017 breg's legal department received a report of an alleged incident involving a polar care cube. The incident alleges that the patient suffered the amputation of part of her foot in connection with a bunionectomy surgical procedure performed on or about (B)(6) 2015. No additional information available at this time on the use of the product or sequence of events. Photographs provided identify a polar care cube unit and a wrapon polar pad, multi-use, xl.